Manufacturer narrative:
The beckman coulter, inc. Identifier for this report is (B)(4).

Event description:
Customer called to report a liquid leak coming from the flowcell area of the coulter lh750 hematology analyzer. The field service engineer (fse) found that the diff sample line became separated from the flowcell causing the leak. The fse replaced the tubing and verified the repairs per the established procedures. The root cause of the leak is that the diff sample line was disconnected from the flowcell. Customer stated that no one was harmed by or exposed to the leak, and that no patient samples or results were affected by the leak.